Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the down arrow keypad button has been intermittently unresponsive for the past several days. She noted that the down arrow keypad button no longer clicks back and springs as expected. The pt denied physical damage to the rubber keypad; denied that the pump had been exposed to moisture; and stated that she wears the pump in her pocket.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. During investigation, all button key contacts were observed to be misaligned. The contrast button key contact was inverted. The up arrow, down arrow, and ok button key contacts became inverted when pressed and did not always spring back as expected. There was evidence of keypad adhesive found under all button key contacts.